Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description (B)(4). Case close complete to resolve the issue on 8100 unit with error "check IV set" what can cause the error ensure they have the correct administration set is correctly installed. If it is if it allow you to run a diagnose on unit you can run door ajar/flo stop sensor also patient side occlusion test & fluid side occlusion test if this pass can resolve the issue you can also run the calibration test on the unit. But if all fails or the unit does not allow you to run any test, you will have to replace the pressure senor on the unit which is the bottom one for patient side pressure and you can replace both sensors want hurt (B)(4). 8100 unit serial # (B)(4). Customer called in for help on 8100 unit with error "check IV set" what can cause the error ensure they have the correct administration set is correctly installed. If it is if it allow you to run a diagnose on unit you can run door ajar/flo stop sensor also patient side occlusion test & fluid side occlusion test if this pass can resolve the issue you can also run the calibration test on the unit. But if all fails or the unit does not allow you to run any test, you will have to replace the pressure senor on the unit which is the bottom one for patient side pressure and you can replace both want hurt confirm part number for pressure sensors and logic board thank me for my help.